Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level was 500 mg/dl. A system check was performed for the current occlusion and the occlusion was found to be within the cartridge. In addition, humalog insulin was used, and the cartridge had been in use for 3 days. A new cartridge was loaded to address the event and insulin delivery was resumed.